Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2011. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14060321/14073597.

Event description:
It was reported that the patient underwent an explant procedure due to not getting pain relief. No device malfunction was suspected. The patient was doing well postoperatively, and all explanted device components were discarded by the facility.